Event description:
The manufacturer received information from a customer that a trilogy evo ventilator inoperative alarm occurred during a pre-delivery inspection. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. The trilogy evo ventilator was returned and evaluated by philips engineer and the customers complaint was confirmed. The device evaluation found an error code in relation to "machine flow sensor drift above the specification (>0.2lpm)" in the device event log. Therefore, the machine flow sensor was replaced as a preventive measure to address the issue. Additionally, the device failed the ¿active exhalation verification¿ in the final test, therefore the 3-way solenoid valve was replaced to address the issue. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Software version was checked (ver.1.06.10.00). The suspected machine flow sensor was sent to the product investigation lab (pil) for further investigation. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information from a customer that a trilogy evo ventilator inoperative alarm occurred during a pre-delivery inspection. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. The trilogy evo ventilator was returned and evaluated by philips engineer and the customers complaint was confirmed. The device evaluation found an error code in relation to "machine flow sensor drift above the specification (>0.2lpm)" in the device event log. Therefore, the machine flow sensor was replaced as a preventive measure to address the issue. Additionally, the device failed the ¿active exhalation verification¿ in the final test, therefore the 3-way solenoid valve was replaced to address the issue. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Software version was checked (ver.1.06.10.00). The suspected machine flow sensor was sent to the product investigation lab (pil) for further investigation. If any additional information is received, a follow-up report will be filed. New information/ linv: the manufacturer received information from a customer that a trilogy evo ventilator inoperative alarm occurred during a pre-delivery inspection. The device evaluation found an error code in relation to "machine flow sensor drift above the specification (>0.2lpm)" in the device event log. Therefore, the machine flow sensor was replaced as a preventive measure to address the issue. Additionally, the device failed the ¿active exhalation verification¿ in the final test, therefore the 3-way solenoid valve was replaced to address the issue. The suspected machine flow sensor was sent to the product investigation lab (pil) for further investigation. The solenoid valve was returned to receiving inspection quality lab (riql) for an active exhalation verification test failure at service. This failure is being investigated. No further evaluation of this part is required at this time. In addition, the machine flow sensor was returned to receiving inspection quality lab (riql) fora failure. The service tech replaced the machine flow sensor as a discretionary/precautionary measure and not due to any confirmed component malfunction. Therefore, no further investigation of the machine flow sensor is required at this time.